Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the knife blade cut but no staples were observed in the tissue. No sizers were used with the device.the pre-operative diagnosis was a gastric neuroendocrine tumor. The patient did not have pre-operative radiotherapy. The procedure was a total gastrectomy. The surgical time was extended over 30 minutes. The last known patient status was good.

Manufacturer narrative:
(B)(4). UDI not provided. Initial reporter phone number not provided. User facility is provided in initial reporter.

Event description:
According to the reporter the patient was programmed from surgical specialties for total gastrectomy procedure, at the time of using the circular stapler it does not staples, cuts and tears the patient's tissue. The device could be used without staples. "Ative" radiotherapy? What was the patient pre-operative diagnosis? Is there any evaluation of the event by the attending physician, surgeon, hospital representative, or healthcare professional?